Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.6b; d.9; h.3; h.6.

Event description:
Healthcare professional reported "right side deflation." Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified: crease fold, wear abrasion, an opening on anterior, brown particles in the shell, and brown particles in fill channel. Leak test and microscopic analysis was performed which identified: a sharp opening on valve bond edge, a striated opening on radius, and observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening. A striated opening on radius assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation." Device remains implanted.